Event description:
It was reported through service report (B)(6) that the crib went down during repair visit. A 3rd party service technician, verified and repaired the broken assist cable system. No injury reported.